Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular (rv) and right atrial (ra) leadless pacemaker (lp) exhibited stretched helices after becoming caught on the tricuspid valve. It was also noted that the devices failed to capture. Procedure was completed by swapping out the rv lp and making the system only single chamber. Patient was asymptomatic with no consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-08345. Upon review, the leadless device should not have been submitted as a medical device report (MDR) as the event did not indicate that the device was related to the reported event.